Event description:
Resident was being transferred from wheelchair to bed with lift when the lift toppled over.

Manufacturer narrative:
Apparently a leg bolt had backed out of the base of the lift. As a result, the lift became unbalanced and tipped over. After the incident occurred, the lift was left outside of the maintenance department. The maintenance department was unaware that an incident had occurred with the lift. They ordered the bolt and discarded the old bolt. It is likely that the lift bolts were not greased on a regular basis. This would cause the bolt to seize up over time and eventually become dislodged.